Event description:
Pt with primary osteoporosis at t7 was enrolled into a clinical trail and treated with balloon kyphoplasty in 2005. The procedure was completed without difficulty, and post-operative radiographs showed no fracture at t8. The pt was discharged without pain. Two days after the balloon kyphoplasty, she developed new back pain, and a new compression fracture of t8 was diagnosed. A balloon kyphoplasty was performed on t8 in 2006.